Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the syringe plunger broke during the injection, making it much more difficult. Apparently, this isn't the first time this has happened." Additional information received on february 03, 2026, indicated that "the plunger of the syringe broke during the injection, which made it much more difficult to inject. The "collar" of the syringe came off, so there was no longer any support for the fingers to push. Nevertheless, the injection was able to be carried out, and there were no consequences for the patient. The patient was under general anesthesia. The gesture was continued and completed. The syringe was still able to be used, but with more difficulty, so no other syringes were used. Indication of use was reflux in an adult." Two mdrs are associated with this case: one corresponding to the current reported event, and one linked to prior occurrences for which no additional information is available. Associated mdrs: 3014909464-2026-00005 and 3014909464-2026-00013.